Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock in the primary vector due to over-sensing. It was stated that the device was recently programmed to the primary sensing vector following an event where the smartpass feature was disabled in the secondary sensing vector. The physician elected to reprogram the device back to the secondary sensing vector to resolve the event and no additional adverse patient effects were reported. At this time, the s-ICD remains implanted and in-service.